Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of a follow up appointment in (B)(6) 2010, the patient experienced some bleeding and an infection. Medications were administered (type unknown) for the infection. All other information is unknown and unavailable.